Event description:
I had this mesh implanted in me in 2004. I started getting deathly sick in 2008 and ever since then this mesh has adhered to my body sending shrapnel throughout my body a piece in my spleen, liver. It also has caused more hernias over the yrs documented ER report repeated ruptured. This mesh was implanted in a rh neg blood victim it's caused me lack of nights with my husband of 46 yrs four children when he took sick our romantic times were ended time with my grandpa's ballgames etx this mesh has ruined my life and no one cares period, and I'm not this governments guinea pig. I've had 2 heart attacks in last 3 yrs which I also was doctoring with a gastro dr, I ended a relationship with my neighbor also for intimacy reasons I can't get this mesh removed to save my life cause no one hears ky pleads, and now I need some more financial help to hire professional to fix my water line that's broke cause with my medical condition and my water needs. I'm stuck trying to get help carrying buckets water across yard to my own home.